Event description:
It was reported that IV-set p 180 cm pvc stopcock l-l had foreign matter in the pipe line. This was discovered before use. The following information was provided by the initial reporter: during connecting to a sterile nacl 0.9% on 12.02.2020 it was noticed a contamination in the pipe (line) . Notification to bd on 13.02.2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/9/2020. H.6. Investigation:a device history review was conducted for lot number: 1011977. Our records show that this is the only instance of this issue occurring in this production batch. A review of the batch record indicates similar issues were found during production but were isolated and discarded prior to final inspection and release of the product. After conducting visual analysis on the returned device, we determined that the foreign material was most likely the result of raw material contamination during the molding of the adapter body. Between production runs of stopcock housing, raw material is often stored in a pallet racking location in each warehouse. Materials are stored and staged for use in these locations with bins of material on the upper shelf of the pallet rack placed onto a wooden pallet. Although all raw materials are stored in sealed containers wooden debris can stick to the outside packaging during material transfer from the storage rack to the production floor. Proper controls are in place to prevent contamination and to detect contamination during production. To eliminate similar events from occurring in the future we have conducted a retraining of our material technicians.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that IV-set p 180 cm pvc stopcock l-l had foreign matter in the pipe line. This was discovered before use. The following information was provided by the initial reporter: during connecting to a sterile nacl 0.9% on 12.02.2020 it was noticed a contamination in the pipe (line) . Notification to bd on 13.02.2020. F.10. Device codes: 2944.

Event description:
It was reported that IV-set p 180 cm pvc stopcock l-l had foreign matter in the pipe line. This was discovered before use. The following information was provided by the initial reporter: during connecting to a sterile nacl 0.9% on 12.02.2020 it was noticed a contamination in the pipe (line) . Notification to bd on 13.02.2020.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that IV-set p 180 cm pvc stopcock l-l leaked. This was discovered before use. The following information was provided by the initial reporter: leakage noticed after connecting to a 0,9% nacl infusion bag.